Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to fail due to incorrect placement of the adhesive in the bond between the plunger and the handle cap. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that during a coronary angioplasty, just after inserting a stent, the inflator body and plunger became detached while deflating. However, the stent balloon did not move. The physician uncoupled the inflator, reinserted the plunger, screwed it back on and tightened it securely, purged the air, recoupled it, and was able to deflate the stent balloon without incident for the patient.